Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient experienced feeling shaky, sweaty, blurry vision, confusion and disoriented while at the grocery store. The manager assisted her and gave her orange juice, and an ambulance was called. The cgm reading was 70 mg/dl at that moment. When a fingerstick was taken by the paramedics the cgm reading was 79 mg/dl and the blood glucose reading was 60 mg/dl. After more juice, with a second finger-stick the cgm reading was 70 mg/dl and the blood glucose reading was 90 mg/dl. She was advised to go to the hospital. In the hospital, the cgm reading was 70 mg/dl and the blood glucose reading was 58 mg/dl. She was treated with juice, a sandwich, and a nutri-grain bar. The patient recovered after treatment and went home at 7:27 pm. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the a zone of the parkes error grid. After giving another orange juice, the patient's blood glucose were checked and it was reported to fall within the a zone. The patient went to the emergency room and it was reported that the blood glucose fall within the a zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.